Event description:
Procedural: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2005: patient underwent tension-free vaginal tape (uretex) procedure and cystoscopy. Complications post-uretex implantation: pain, infection, urinary problems, dyspareunia and recurrence. In 2008: she was admitted for abdominal distention. She was diagnosed with voiding dysfunction and neurologic bladder, probably secondary to neuropathy causing urinary stress and urge incontinence. She has had urologic intervention for bladder dysfunction in the past. During initial evaluation, she was found to have lower abdominal and suprapubic tenderness. She was discharged in stable condition. Prescribed neurontin 600 mg. Follow-up with dr. Mowatt in one week. Follow-up with geisinger urology on (B)(6) 2008.